Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the therapy had turned off and reset to shipping parameters. The patient had a new interstim device implanted on the day of the call, as the old one had been removed due to normal battery depletion, and they were unable to turn stimulation on and described a power on reset screen to patient services. The patient was redirected to the hcp. There were no symptoms reported and there were no further complications reported/anticipated.